Manufacturer narrative:
Rapidport ez strain relief. Medwatch sent to FDA on: (B)(4) 2012. The reporter of the event was asked to return the product for analysis, if it is explanted in the future. It was repositioned during the procedure and allergan has not received the product at this time. Therefore no analysis or testing has been done. Based upon the model number, serial number and implant date provided by the reporter, the connector type is assumed to be a rapidport ez strain relief. Device labeling addresses the reported event of displacement as follows: ¿caution: ¿care must be taken to place the access port in a stable position away from areas that may be affected by significant weight loss, physical activity, or subsequent surgery. Failure to do so may result in the inability to perform percutaneous band adjustments.¿ ¿caution: the access port must be securely fastened to the pt¿s rectus fascia with all four of the stainless steel anchors firmly embedded in the pt¿s fascia. If this is not achieved, the access port may become loose and inaccessible for post-operative adjustments, thus requiring revisional surgery.¿

Event description:
Health professional reported an alleged ¿flipped¿ rapidport ez. The ¿pt was seen in office for first adjustment [and the] port could not be accessed in office or under fluoroscopy and suspected port flip. Adjustment needle was hitting the back of the port.¿ during the port revision surgery, it was noted that ¿all hooks were deployed, but only two were in the fascia. Hooks were retracted and the port was sewn into place.¿